Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) and wanted to get a dbs system that does not require recharging. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced with non-chargeable ipg. There were no reported patient complications postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. The ipg was not returned for analysis; therefore, a technical analysis could not be performed. However, it was confirmed the ipg met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the event. Based on a thorough review of the reported complaint boston scientific concluded that the probable cause of the event was unable to be established.